Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was implanted. On the same day, the patient experienced an embolic stroke. The physician doesn't believe the patient experienced a adverse health consequences due to the performance of the product. There is no alleged device deficiency.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was implanted. On the same day, the patient experienced an embolic stroke. The physician doesn't believe the patient experienced a adverse health consequences due to the performance of the product. There is no alleged device deficiency.

Manufacturer narrative:
The device was not returned for analysis. An event of stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported stroke could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.